Manufacturer narrative:
(B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient started having severe spasms all over their body about a year prior to the report. They thought the spasms were caused by their device so they quit using it. The spasms were still happening even though the device had not been in use for a year. The patient still thought the spasms were tied to their device and they were going to be seeking a device removal in the future. Surgical intervention was planned but had not been performed at the time of the report. The device was implanted but out of service. The patient was indicated for spinal pain and failed back surgery syndrome. No cause, troubleshooting, diagnostics, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that when the device was implanted, it didn't agree with her and caused really bad muscle spasms so her healthcare provider (hcp) took it out in (B)(6) 2014 but left the plate and lead wire. No further complications were reported.